Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned for evaluation. Visual inspection revealed that the delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 28mar2022. It was reported that the coil could not be deployed and was stretched. The target lesion was located in the abdominal aortic embolism. A 20mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not be deployed after trying for several times. The coil was withdrawn and it was noted to be stretched. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the main coil interlocking arm was detached.